Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred. Customer¿s blood glucose level was 401 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On 13 february 2023, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the pump was hot to touch during charging. The customer reverted to alternate insulin therapy. Medical device report (MDR) code 1503 removed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.